Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Event description:
It was reported that while trying to prime tubing received a 'high pressure' pump error. Patient switched out the tubing and then the pump worked fine. Patient disposed of tubing so it is not available for return. No harm to patient or interruption in therapy occurred.